Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Philips healthcare received a complaint from a customer stating that the panel appears to have melted. There was no reported patient impact.

Manufacturer narrative:
Updated.

Event description:
Philips healthcare received a complaint from a customer stating that the panel appears to have melted. Although the customer stated that the device was in use at the time, the evaluation shows that the device had not been used since it was last serviced. There was no reported patient impact.